Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The evaluation did not reveal anything relevant to the event. The mating part (needle) was not returned along with complaint. Used an ar-12990n/lot#10725473 needle during evaluation. Device met both visual and function criteria during investigation/evaluation process. Broken needle was not discovered inside the tip of the hand instrument nor returned.

Event description:
It was reported that during a meniscal root repair procedure, the needle broke as the surgeon inserted the ar-12990 scorpion into the meniscal compartment to pass the suture. The surgeon removed the ar-12990, scorpion and the needle was broken inside the device. The case was completed by opening a new ar-12990.